Event description:
Reportedly, during a follow-up on (B)(6) 2019, high ventricular lead impedance values (above 3000 ohms) were detected. Although rv and svc impedances were normal (around 700 ohms), high ventricular lead impedances were observed since (B)(6) 2019. No malfunction is suspected on the subject ICD; however it will me most probably explanted during the re-intervention scheduled to change the right ventricular lead.

Event description:
Reportedly, during a follow-up on (B)(6) 2019, high ventricular lead impedance values (above 3000 ohms) were detected. Although rv and svc impedances were normal (around 700 ohms), high ventricular lead impedances were observed since (B)(6) 2019. No malfunction is suspected on the subject ICD; however it will be most probably explanted during the re-intervention scheduled to change the right ventricular lead.